Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad partially split and detached, exposing metal. The distal end of the device was inspected and found no visual indication of damage to the probe unit. The device passed the probe check. The most likely root cause of the reported event could be attributed to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic prostatectomy procedure, the teflon pad partially detached when the staff was cleaning the device. No device fragment fell inside the patient. There was no damage to the probe unit. The procedure was completed using a different but similar device. There was no patient injury reported. No additional information was provided.